Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was 318 mg/dl. Troubleshooting was done. The customer expressed feeling sick, weak, woozy and shaky as symptoms related to her high blood glucose. The customer stated that the drive support cap appeared normal and explained that she had bumped the insulin pump while moving. The customer confirmed that there was a crack and a piece of white plastic that was broken next to the battery compartment. The customer found no air bubbles in the tubing of the infusion set. Advised to run a manual prime, and insulin exited. The customer described that all her insertion sites were red, leave bruises and sometimes bleed. The cannula of the infusion set was not bent. The customer mentioned receiving the no delivery alarm but stated that she probably received it while sleeping. Advised a replacement insulin pump would be sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.